Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Received customer's data. No further details regarding the storage/transport temperature of the samples was received from the customer. No further information regarding customer re-evaluation was received. We have no further similar complaints. A check of quality, production and maintenance records shows no deviations related to the reported event. Our affiliated headquarters in austria has been informed of the complaint and customer's data were forwarded. The complaint cannot be determined.

Event description:
Customer states as part of a (B)(4) study, ldh results were found to be biased towards bd. Customer states that a visual inspection of all tubes showed no signs of cellular resuspension/contamination, significant variability in specimen appearance for hemolysis, icterus, or hemolysis, color, or subject to any variation in temperature between the two types of tubes. Customer used drucker model 755 centrifuge with a fixed force at 1600 rcf (3000 rpm) and a time setting of 15 minutes.